Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) visited the site and confirmed the above issue. Opens the display assembly and reset the connections of keypad controller board but still problem persist. Required same for testing purpose. Further diagnosis will be made after replacement of the same. Fse replaced the keypad controller. Device passed the all performance and safety checks successfully. Device was returned to customer and cleared for clinical use.

Event description:
It was reported during routine check by end user that the keypad of the cs300 intra-aortic balloon pump (iabp) was not functioning. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.